Manufacturer narrative:
B.5: additional information: it was reported that there were only 2 operative (<(><<)>30 day ) deaths ¿ one from an infarct, the other from renal failure which as per the physician was due to poor imaging and nothing to do with the device. The only aneurysm related death was a patient who died in a car accident, it was reported the coroner¿s autopsy found aorto-duodenal fistula but it could not be determined whether incidental or not. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts in were implanted in patients for endovascular aortic repair between (B)(6) 2008 and (B)(6) 2019. The following events were reported: malfunction: type ia endoleak type iii endoleak type ib endoleak serious injury: re-intervention limb occlusion exacerbation of claudication death-patient deaths were also reported, however there is no causal link that the endurant device may have caused or contributed to the deaths. Background registry studies have shown that the endurant stent graft is associated with low rates of all-cause and aneurysm-related mortality when used for the endovascular treatment of abdominal aortic aneurysm (aaa). However, many were limited by length of follow-up and all had a proportion of patients lost to follow-up. The aim of this study is to report results from a large, real-world experience using endurant, utilizing methods to ensure complete ascertainment of mortality. Methods this study describes a large, single vascular unit experience using the endurant stentgraft in consecutive patients treated between (B)(6) 2008 and (B)(6) 2019. Results one-hundred eighty patients (mean age 76.0 ± 8.6 years; 90% male) with mean aaa diameter of 57.5 ± 10.5 mm underwent endovascular aneurysm repair (evar). Technical success was achieved in all cases. At median follow-up of 55.0 months (interquartile range29.8¿79.0), 51 (28.3%) patients had died. Kaplan¿meier estimate of 5-year overall survival and freedom from aneurysm-related death was 71.6% and 99.4%, respectively. Lower survival rates were observed in patients who underwent evar at age =80 years(59.2% vs. 78.3%, p <(><<)> 0.01) and with aneurysm diameter =70 mm (55.6% vs. 73.8%, p = 0.03). Thirteen endoleaks (7.2%; 4 type 1a, 2 type 1b, 7 type 2) were observed during follow-up (mean time from implantation 8.7 ± 4.2, range 1¿52 months). Eleven patients (6.1%) required secondary intervention for limb occlusion ( n = 7), endoleak ( n = 3), and restenosis ( n = patients treated within ( n = 104; 57.8%) and outside ( n = 76; 42.2%) the manufacturer¿s instructions for use (IFU) had similar rates of endoleak(7 [6.7%] vs. 6 [7.9%]; p = 0.76), secondary re-intervention (7 [6.7%] vs. 4 [5.3%]; p = 0.74) and overall-survival (72 [69.2%] vs. 55 [72.3%]; p = 0.46). Conclusions results from this real-world study of consecutive patients treated for aaa using the endurant stent graft demonstrate that it is safe and effective, with excellent long-term outcomes for anatomy that falls both inside and outside IFU recommendations.